Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore a review of the manufacturing documentation could not be performed. The most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B) (4). Device not returned for analysis

Event description:
(B) (4) peripheral cutting balloon registry. It was reported that in (B) (6) of 2006 the patient underwent treatment with the peripheral cutting balloon device for one lesion. The de novo lesion was located in an efferent vein of the avf (arteriovenous fistula) with a 5.5mm reference vessel diameter and a 10mm target lesion length. The lesion had 70% stenosis pre-procedure and 10% stenosis post-procedure. The lesion was negative for vessel tortuosity and calcification. The lesion morphology was tight concentric stenosis. The patient had a follow up assessment in (B) (6)r of 2006. The target lesion was patent. No adverse events or intervention since procedure reported. The patient had a three-month follow up assessment in (B) (6) of 2007. Conventional angioplasty was performed at the target lesion in (B) (6) of 2006 due to angiographic restenosis. The patient had a six-month follow up assessment in (B) (6) of 2007. The target lesion was patent, no adverse events and no additional intervention. The patient had a twelve-month follow up assessment in (B) (6) of 2007. The target lesion was patent. There were no adverse events and no additional intervention.